Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of the coils migrated to her uterus") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (my wife is going into surgery to get essure removed.). At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: patient will going into surgery to get essure removed. ¿concerning the injuries reported in this case, the following one/ones were described in social media: device expulsion". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of the coils migrated to her uterus") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (my wife is going into surgery to get essure removed.). At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: patient will going into surgery to get essure removed. ¿concerning the injuries reported in this case, the following one/ones were described in social media: device expulsion". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.